Manufacturer narrative:
Lot number, manufacturer date and expiry date are not available at this time. Investigation is in process. A follow up report will be provided.

Event description:
The customer reported red tinged plasma in a filtered whole blood unit. There was not a transfusion recipient or patient involved at the time of whole blood processing, therefore no patient information is reasonably known at the time of the event. The whole blood collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10.investigation: the samples were not returned for investigation, the following investigationis based on the information provided. The lot number was not provided by the customer.the manufacturing records, test records, and inspection records were reviewed forabnormalities for lots used by this customer and none were found.the records regarding the particulate removal rates of the filter membranes were reviewed forlots used by this customer . Allmembranes conformed to established specification.concerning the estimated lot numbers, they were evaluated and it was determined that thesame incident associated with this event had not been reported by other medical institutes as of july 23, 2019. Regarding the retained samples of the estimated lot numbers, two sets of each lot numberhave been used to measure the solution volume and to perform a quantitative test for thecomposition of the solution in the same manner as the shipping testing. The appearances ofthe retained samples showed no abnormalities and each measurement result conformed to thein-house standards.root cause: per investigation results only imuflex products that have conformed to the inhouse standards are released.the reported event may have occurred by a combination of thefollowing common factors of hemolysis in blood products. Characteristics of bloodif red blood cells are fragile due to blood properties of a donor, there is a possibility of ahemolyzed blood product. Bacterial contaminationa blood product is likely to be hemolyzed if the blood is contaminated with bacteria containinghemolysin. Excessively coolingblood is gradually congealed and eventually hemolyzed when it is cooled below -3°c. There is apossibility of a hemolyzed blood product due to this factor if a blood bag is locally cooled in therefrigerator. Filter occlusionfiltration time is extended because the filter is likely to be occluded, and furthermore, whenred blood cells flow through such an occluded filter, physical stress on the red blood cells maycause hemolysis.